Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm foreign matter on (B)(6) 2025, an emergency department nurse was preparing to leave a closed IV needle in a patient for puncture and infusion when she noticed debris at the tip of the closed IV needle, which was immediately replaced with a new closed IV needle, which was checked for accuracy and punctured without incident. The previous closed IV needle was not used on the patient and no adverse events occurred. Report to the procurement department: there was debris at the tip of the closed IV needle.translated with deepl.com. (Free version)

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. DHR/bhr review (lot # 4295994): 1) this batch of products were assembled at intima ii auto line 2 in nov 2024, and packaged at r240 package line in nov 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photos have been received for the complaint; the state of the foreign matter is unrecognizable. 3. Check the retained samples of this batch, no similar foreign matters were found attached. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained samples, and no similar complaints have been received from other hospitals regarding this batch of products. Since we have not received the defective sample, we cannot confirm the status and composition of the foreign matter, so the root cause of this defect cannot be determined. The plant will continue to monitor such defects.

Event description:
No additional information available.